Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the sponge was detached from the biopsy cap and was lodge inside the working channel of the scope. Reportedly, water soluble lubricant was not applied to the top of the biopsy cap. The detached sponge was removed using a rat tooth forceps. There was no serious injury nor adverse patient effects reported as a result of this event.